Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump displayed an "underspeed" error message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
The field service rep (fsr) tested the roller pump and operation was satisfactory. The fsa reviewed the operator's manual addendum and software version 1.40 error messages with the perfusion staff. The unit operated to MFR specs and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.